Event description:
It was reported that the atrial lead in bipolar mode exhibited high impedance. X-ray revealed that the insulation and coil of the lead appeared fractured. As a result the atrial lead and the device was reprogrammed to operate in vvir mode. Revision of the atrial lead is scheduled for a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: e2dr01 ipg, implanted: (B)(6) 2007. (B)(4).